Event description:
It was reported that the patient alert triggered for coil impedance greater than 200 ohms and now measures 73 ohms. An apparent lead fracture was also reported. This lead was explanted and replaced. It was also reported that there was high threshold and high impedance on the left ventricular (lv) lead, and that the patient experienced muscle/nerve stimulation. The lv lead was explanted and replaced. It was also reported that during implant attempt of a new lv lead, the lead was not used as the patient ended up needing a smaller french size lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the defibrillation conductor was fractured. In addition the inner tubing was kinked/buckled, and blood was noted on helix mechanism. The lead appears to have been implanted with a bend in it at the fracture site. The full lead was returned and analyzed. (B)(4): no anomalies were found. Blood was noted on lobe mechanism, outer tubing overlay, and distal conductor (not obstructed). The full lead returned and analyzed.